Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas® hbv (192t) results for a patient sample tested on a cobas 6800 analyzer. On (B)(6) 2025: the initial result was 16700 iu/ml. On (B)(6) 2025: the repeat result on the same analyzer was target not detected. On (B)(6) 2025: the repeat result on a second cobas 6800 analyzer was <titer min. The initial result was questioned as it did not match the patient's previous results.

Manufacturer narrative:
The investigation did not identify a product problem. The root cause was determined to be most likely either pre-analytical sample handling or cross-contamination from a high-titer sample located near the alleged sample.